Event description:
It was reported that during periodic maintenance the responded position was misaligned with the touched position on the touchscreen. There was no patient involvement. The service engineer attempted calibration however it did not resolve the issue. The service engineer replaced the touchscreen, and the issue was resolved. The unit was checked overall, cleaned, run in tests and functionally tested. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed; the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failed was not duplicated. There is no fault found on this returned touchscreen assembly.